Event description:
Medics connected the device to a pt diagnosed in cardiac arrest. The device continued to display a connect electrodes message and use of the device was inhibited. The disposable defibrillation electrodes were removed, the pt's chest was shaved and the electrodes were reapplied. The device continued to display a connect electrodes lessage. An ambulance crew subsequently arrived and using a manual defibrillator/monitor, diagnosed the pt to be in a pea rythm. The pt was not resuscitated. The reporter indicated the alleged problem did not likely cause or contribute to the pt's outcome. This opinion was based on an assessment of the pt's condition.